Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and competitor pacemaker experienced presyncopal and sycopal events over the course of several months. The patient presented for a pacemaker check at which time elevated pacing thresholds were observed though an adequate safety margin was still achieved and device function appeared largely normal. The patient had a holter monitor on while in clinic and experienced a presyncopal event. Loss of capture (loc) was observed upon review of holter data. The patient was transferred to another facility where they underwent a procedure to place a temporary pacing system prior to the explant of their pacemaker and surgical abandonment of the chronic rv lead. No additional adverse patient effects were reported.